Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead had infection in an unknown location. Additional information was sent but the field representative was not able to find any information about infection from their office. The field representative was able to confirm that the patient was waiting for a heart transplant. There were no additional adverse patient effects reported. The lv lead remains in service.